Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Customer stated the screen was frozen and it had not responded when she tried to do anything. Customer stated that she tried to change her tubing set and got the frozen display. Customer performed displacement test, self test and both the tests were passed. Customer were able to complete rewind process as well. Customer stated that the screen was frozen again and it did not let her do anything on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device passed self test and displacement test. No missing segments, partial display or frozen display noted. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and missing display window cover. The p-cap does lock properly. (B)(4).